Event description:
It was reported that an alert had been generated for the system due to out-of-range intrinsic amplitude measurements on the right ventricular (rv) channel. Presenting egm showed the device was operating as programmed. There was a stored non sustained ventricular tachycardia (nsvt) episode which showed an undersensed ventricular beat, which resulted in functional loss of rv capture followed by ventricular triplet. Sensitivity setting may require further evaluation. This associated rv lead was reported to be a competitive product. The information has been documented. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).